Event description:
Report rec'd from abbott international affiliate-canada of a "lifeshield port stuck." There was an unspecified amount of blood back up the tubing. The tubing "set was changed and it was okay." It is unknown what fluid was infusing. Add'l info was requested, but no further info was available.